Event description:
Patient experienced a failed penile implant reservoir last year, but was fixed by physician. Patient returned five months later (following the fix) with implant continuing to malfunction. Determined by company rep to be defective and replaced.

Event description:
Patient experienced a failed penile implant reservoir last year, but was fixed by physician. Patient returned five months later (following the fix) with implant continuing to malfunction. Determined by company rep to be defective and replaced.